Event description:
Medtronic return product received. "Complete loss of bowel control. No efficacy with programming changes. Interrogation indicated greater than 4000 ohms on all electrodes. Lead breakage. Ipg change-out after new 3889-28 lead and 3095 implant did not allow for proper therapy stimulation. Pt recovered without sequelae.

Manufacturer narrative:
(B) (4).